Manufacturer narrative:
The device history record for radiesse+ dermal filler lot:100100702 was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No non-conformances were noted that would have contributed to this event.

Event description:
Follow up information was received on 25-sep-2018: the patient's initials, age and weight were provided. The 49-year-old female patient was injected with 1.5cc (0.75cc per side) of radiesse+. Lot number reported as 100100702. No additional treatment measures have been initiated.

Event description:
Follow-up information was received from the physician on 06-nov-2018: on an unspecified date, the patient developed significant hyperemia and a 1.5cm x 2mm area (exact description not legible). Treatment reported as ha injection, "xlu" 532nm laser. Outcome reported as it "will never resolve."

Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion, was deemed to meet serious injury criteria of necessitating medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a physician and concerns a patient (age, initials, gender not reported) who was injected with radiesse+ to the midface on (B)(6) 2018. Medical history positive for multiple injections to the midface with various dermal fillers (not further specified) and autologous fat. Concomitant medications not reported. The patient returned to the office on (B)(6) 2018 with an area of livedoid type appearance of the right cheek extending from the inferior maxilla to the lower eyelid. Per the physician, it is a vascular occlusion. Treatment reported as massage, warm compresses and nitropaste. Causality, lot, treatment and outcome not reported. Follow up information was received from the physician on 10-sep-2018: patient's gender reported as female. Additional treatment reported as viagra (sildenafil), hyaluronidase, sodium thiosulfate, hyperbaric oxygen, medrol dose pack (methylprednisolone) and acyclovir. The patient is improving but currently has a 3cm x 3 mm wound. Per the physician, the patient will have a contour deformity, which will require additional treatment, including laser, over the next few months. Causality reported as related. Lot number not available at the time of the call.